Manufacturer narrative:
Block b3: exact date unknown, event occurred 1 year ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing frequent and extended ipg charging. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted device was kept by the facility.